Event description:
There was an allegation of a questionable elecsys ft4 ii assay result from the cobas e 801 module. The initial result was 7.77 ng/dl with a data flag. The repeat results were 1.46 ng/dl and 1.48 ng/dl and were believed to be correct. It was requested but unknown if any questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found the measuring cell signal was low. He replaced the pinch valves and ran instrument checks that all passed. Mechanism checks and diagnostic checks were within specifications. The investigation determined the service actions resolved the issue.